Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level ranged from 200-250mg/dl. In addition, it was reported that the cartridge leaked insulin. Customer changed the cartridge to resolve the issue. A cartridge alarm (alarm 5) occurred, customer changed the cartridge to address the issue and subsequently, the customer was unable to install the new cartridge. Customer changed the cartridge to resolve the issue.